Manufacturer narrative:
The meter has been requested for investigation.

Event description:
The initial reporter complained of a display issue with an accu-chek inform ii meter. There are black spots on the display obscuring parts of the results field making them unreadable. The reporter states the bottom glass layer of the display is cracked, but the meter can still be used to run tests. No patient results have been misinterpreted due to this issue.

Manufacturer narrative:
Customer's meter was returned for investigation. Visual examination shown a crack starting at a single point on the display and running outwards like a burst. This type of crack is caused by a physical impact to the display and would be the result of customer mishandling. Meter display is blank when powered on. Medwatch fields d9 and h3 have been updated.